Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left, incorrect see below, asr implant. Update from (B)(6) spreadsheet 28th oct 2011: surgeon. Update received 18th september 2014. Hip side amended. Hip side: right. Reason(s) for revision: unknown. Surgeon confirmation form received 22nd october 2014. Revision reasons and additional surgeon added. Ireland reference number added. Reason(s) for revision: component loosening (cup), pain, metallosis, bone erosion. Update received 3rd november 2014. Cup and head added to com. Correction added to com - correct product codes, lot numbers, manufacturing dates and expiry dates added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left, incorrect see below, asr implant. Update from (B)(6) spreadsheet 28th oct 2011: surgeon. Update received 18th september 2014. Hip side amended. Hip side: right. Reason(s) for revision: unknown. Surgeon confirmation form received 22nd october 2014. Revision reasons and additional surgeon added. (B)(6) reference number added. Reason(s) for revision: component loosening (cup), pain, metallosis, bone erosion update received 3rd november 2014. Cup and head added to com.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision - left -incorrect see below- asr implant. Update from crawford's spreadsheet (B)(4) 2011: surgeon. Update received (B)(4) 2014. Hip side amended. Hip side: right. Reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left, incorrect see below, asr implant. Update from (B)(6) spreadsheet 28th oct 2011: surgeon. Update received 18th september 2014. Hip side amended. Hip side: right. Reason(s) for revision: unknown. Surgeon confirmation form received 22nd october 2014. Revision reasons and additional surgeon added. (B)(6) reference number added. Reason(s) for revision: component loosening (cup), pain, metallosis, bone erosion.